Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on 17-nov-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. On (B)(6) 2015 ,she had surgery to remove essure. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 1 year later, she had a surgery to remove essure. Medical device removal is anticipated in the reference safety information for essure. In this particular case, the reason for removal is not clear. Therefore, the causal relationship between essure removal and essure therapy cannot be excluded. This case was regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (pelvic)") and pregnancy with contraceptive device ("pregnant") in a 29-year-old female patient who had essure (batch no. B26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included penicillin allergy and preterm labor (during pregnancy with essure, 32 weeks). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, 1 year 5 months after insertion of essure, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and complication of device insertion ("the essure procedure was performed only in the left fallopian tube as there was mocked resistance on trying to enter right fallopian tube"). The patient's last menstrual period was in (B)(6) 2014 and estimated date of delivery was on an unknown date. The patient was treated with surgery (salpingectomy (one side removal of fallopian tube).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, pregnancy with contraceptive device, vaginal discharge and complication of device insertion outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered complication of device insertion, pelvic infection and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). On (B)(6) 2014, ultrasound scan showed single intrauterine fetus is seen. Gestational sac is measuring 2.11 cm x 2.15 cm x 2.63 centimeters in size. Heart rate is 190 beats per minute. Average crownrump length is 6.89 mm. Single live intrauterine fetus of about 6 weeks 5 days size is noted. On (B)(6) 2015, final pathologic diagnosis: placenta 32 weeks: small peripheral infarcts. Gross description: 32.6 week placenta", is a 373 gram , 17.5 x 14.0 x 3.0 cm, ovoid placenta with marginally inserted membranes and a rupture site located 12 cm from the disc edge. The fetal membranes are predominantly red to pink-tan and semi-opaque with a focal area of white-tan thickening. The purple to blue-pink fetal surface has prominent vasculature and multiple sub chorionic areas of white-tan thickening ranging from 0.8 cm up 102.0 cm, encompassing approximately 10 percent of the fetal surface. There is a fibrous, red area along the periphery encompassing half 01 the peripheral rim. The three vessel, 16.0 x 1.0 cm umbilical cord is eccentrically inserted 4 cm from the disc edge and displays on average 0.5 turns per 5 cm. Free floating within the container is a 16.0 x 1.5 cm portion of additional umbilical cord displaying approximately 1.5 turns per 5 cm, with a focally edematous appearance. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnant with contraceptive device and device ineffective. Most recent follow-up information incorporated above includes: on 29-mar-2018: mr received. Event added per mr: pregnant, device ineffective. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (pelvic)") in a 29-year-old female patient who had essure (batch no. B26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included penicillin allergy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 5 months after insertion of essure, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and complication of device insertion ("the essure procedure was performed only in the left fallopian tube as there was mocked resistance on trying to enter right fallopian tube"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, vaginal discharge and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, pelvic infection and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, patient concomitant condition added, lot number received, events medical device removal replaced with events:- pelvic infection, vaginal discharge, complication of device insertion.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (pelvic)") and pregnancy with contraceptive device ("pregnant") in a 29-year-old female patient who had essure (batch no. B26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)" in 2013. The patient's past medical history included multigravida, parity 5 (((B)(6) 2007, (B)(6) 2008, (B)(6) 2010, (B)(6) 2013, (B)(6) 2015)) and baby premature (32 weeks). Concurrent conditions included penicillin allergy, preterm labor (during pregnancy with essure, 32 weeks), obesity, absence of menstruation since (B)(6) 2014 and yeast vaginitis. Concomitant products included medroxyprogesterone acetate (depo-provera) from 28-oct-2013 to 28-oct-2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), premature delivery ("pregnancy (with complications) delivered at 32 weeks") and depression ("depression"). On (B)(6) 2014, 1 year after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced premature labour ("pre-term labor"), complication of device insertion ("the essure procedure was performed only in the left fallopian tube as there was mocked resistance on trying to enter right fallopian tube"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain") and micturition urgency ("urgency"). The patient's last menstrual period was in (B)(6) 2014 and estimated date of delivery was on an unknown date. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with iron and surgery (salpingectomy (one side removal of fallopian tube).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, vaginal discharge, vaginal haemorrhage, menorrhagia, vaginal infection, depression, migraine, headache, dysmenorrhoea, pelvic pain, fatigue, weight increased, abdominal pain and micturition urgency had not resolved and the pregnancy with contraceptive device, premature labour, premature delivery and complication of device insertion outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, complication of device insertion, depression, dysmenorrhoea, fatigue, headache, menorrhagia, micturition urgency, migraine, pelvic infection, pelvic pain, pregnancy with contraceptive device, premature delivery, premature labour, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). On (B)(6) 2014, ultrasound scan showed single intrauterine fetus is seen. Gestational sac is measuring 2.11 cm x 2.15 cm x 2.63 centimeters in size. Heart rate is 190 beats per minute. Average crownrump length is 6.89 mm. Single live intrauterine fetus of about 6 weeks 5 days size is noted. On (B)(6) 2015, final pathologic diagnosis: placenta 32 weeks: small peripheral infarcts. Gross description: 32.6 week placenta", is a 373 gram , 17.5 x 14.0 x 3.0 cm, ovoid placenta with marginally inserted membranes and a rupture site located 12 cm from the disc edge. The fetal membranes are predominantly red to pink-tan and semi-opaque with a focal area of white-tan thickening. The purple to blue-pink fetal surface has prominent vasculature and multiple sub chorionic areas of white-tan thickening ranging from 0.8 cm up 102.0 cm, encompassing approximately 10 percent of the fetal surface. There is a fibrous, red area along the periphery encompassing half 01 the peripheral rim. The three vessel, 16.0 x 1.0 cm umbilical cord is eccentrically inserted 4 cm from the disc edge and displays on average 0.5 turns per 5 cm. Free floating within the container is a 16.0 x 1.5 cm portion of additional umbilical cord displaying approximately 1.5 turns per 5 cm, with a focally edematous appearance. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnant with contraceptive device and device ineffective. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, depression, migraines, headaches, dysmenorrhea (cramping), pain, fatigue, weight gain, abdominal pain, urgency, pregnancy (with complications) delivered at 32 weeks and pre-term labor. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (pelvic)") and pregnancy with contraceptive device ("pregnant") in a 29-year-old female patient who had essure (batch no. B26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)" in 2013. The patient's past medical history included multigravida, parity 5 (((B)(6) 2007, (B)(6) 2008, (B)(6) 2010, (B)(6) 2013, (B)(6) 2015)) and baby premature (32 weeks). Concurrent conditions included penicillin allergy, preterm labor (during pregnancy with essure, 32 weeks), obesity, absence of menstruation since (B)(6) 2014 and yeast vaginitis. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), premature delivery ("pregnancy (with complications) delivered at 32 weeks") and depression ("depression"). On (B)(6) 2014, 1 year after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced premature labour ("pre-term labor"), complication of device insertion ("the essure procedure was performed only in the left fallopian tube as there was mocked resistance on trying to enter right fallopian tube"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain") and micturition urgency ("urgency"). The patient's last menstrual period was in (B)(6) 2014 and estimated date of delivery was on an unknown date. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with iron and surgery (salpingectomy (one side removal of fallopian tube).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, vaginal discharge, vaginal haemorrhage, menorrhagia, vaginal infection, depression, migraine, headache, dysmenorrhoea, pelvic pain, fatigue, weight increased, abdominal pain and micturition urgency had not resolved and the pregnancy with contraceptive device, premature labour, premature delivery and complication of device insertion outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, complication of device insertion, depression, dysmenorrhoea, fatigue, headache, menorrhagia, micturition urgency, migraine, pelvic infection, pelvic pain, pregnancy with contraceptive device, premature delivery, premature labour, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). On (B)(6) 2014, ultrasound scan showed single intrauterine fetus is seen. Gestational sac is measuring 2.11 cm x 2.15 cm x 2.63 centimeters in size. Heart rate is 190 beats per minute. Average crownrump length is 6.89 mm. Single live intrauterine fetus of about 6 weeks 5 days size is noted. On (B)(6) 2015, final pathologic diagnosis: placenta 32 weeks: small peripheral infarcts. Gross description: 32.6 week placenta", is a 373 gram , 17.5 x 14.0 x 3.0 cm, ovoid placenta with marginally inserted membranes and a rupture site located 12 cm from the disc edge. The fetal membranes are predominantly red to pink-tan and semi-opaque with a focal area of white-tan thickening. The purple to blue-pink fetal surface has prominent vasculature and multiple sub chorionic areas of white-tan thickening ranging from 0.8 cm up 102.0 cm, encompassing approximately 10 percent of the fetal surface. There is a fibrous, red area along the periphery encompassing half 01 the peripheral rim. The three vessel, 16.0 x 1.0 cm umbilical cord is eccentrically inserted 4 cm from the disc edge and displays on average 0.5 turns per 5 cm. Free floating within the container is a 16.0 x 1.5 cm portion of additional umbilical cord displaying approximately 1.5 turns per 5 cm, with a focally edematous appearance. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnant with contraceptive device and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc (product technical problem). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 22-dec-2016: quality safety evaluation of ptc. (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 1 year later, she had a surgery to remove essure. Medical device removal is anticipated in the reference safety information for essure. In this particular case, the reason for removal is not clear. Therefore, the causal relationship between essure removal and essure therapy cannot be excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.